Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device did not fire. It was stated that the device stopped working. Another manual stapler was used to complete the case. There was no patient injury.